Event description:
The following has been reported: pump infusing high dose pressors (norepinephrine). Air bubble alarm- bolus administered. Air bubble alarm persisted. Air bolus maximum reached and alarm did not clear/pump did not continue to infuse medicaiton. Pump was troubled shooted (opened, tubing unloaded and reload, air bolus removed from port closes to the patient) but all unsuccessful, medication was not infusing. Pump with red alarm. Pt's map was less than targetted goal as medication was not infusing. Md called to bedside, charge nurse at bedside a well. Pressor support increase. New pump, new medication and new tubing set started, old pump, med and tubing removed from room and tagged as out of service."" Reporting as a conservative measure. Adverse event effects were reported. Additional information is needed to complete the investigation.